Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the cannula was missing from two sensors. Customer inserted a sensor but the light did not blink and when sensor was removed, there was no cannula. Customer's blood glucose was not known. Customer agreed to return the sensor for analysis.